Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# j11345r29, implanted: (B)(6) 2002, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative and an adverse drug reaction report regarding a patient receiving lioresal (500 mcg/ml at 42 mcg/day) via an implanted pump. The indication for pump use was multiple sclerosis and intractable spasticity. The patient¿s past medical history included multiple sclerosis and an allergy to levaquin. Concomitant medications included ampyra, tecfidera, sulfamethoxazole, mupirocin, gabapentin, amoxicillin, cephalexin, dicyclomine hcl, alendronate sodium, myrbetriq, and moviprep. It was reported via an adverse drug reaction report that the patient experienced a granuloma and other medical issues. The suspect medications were ampyra, tecfidera, and baclofen. On an unspecified date in (B)(6) 2016 the patient discontinued tecfidera due to other medical issues and to a ¿drug holiday¿ from all her medications. The patient consulted with her doctor and he agreed. The patient had the infusion system to treat her spasticity problems and they found ¿a granuloma on the tubing¿. On an unspecified date within the next 2 weeks (from (B)(6) 2016) the patient would have surgery for it. Additional information was received from healthcare professional via a company representative on 10-jun-2016 and it was reported that the patient had a change in efficacy of the intrathecal baclofen therapy about 7 months ago. The patient had some return of spasticity. No wi thdrawal symptoms. There were no environmental, external, or patient factors that may have led or contributed to the issue. No troubleshooting was done. Per the physician, it was decided to explant the patient¿s current catheter and replace it with a new catheter which was done on (B)(6) 2016. There were no obvious issues noted upon explantation and there was good csf (cerebrospinal fluid) drainage per the physician. The plan was for the patient¿s dose of lioresal to be decreased to 35 mcg/day and then for the patient to follow-up with her managing physician for further dose adjustments. The issue was resolved. The patient status was reported as ¿alive ¿ no injury¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.